Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
Device malfunction: balloon rupture. Time of device malfunction: during procedure. Symptoms/ae: none. It was reported that during pre-dilatation of the moderately calcified left common iliac artery (cia), the fox plus balloon ruptured at the first inflation at 8 atm. There were no reported adverse patient sequelae. Through requested, no additional information was available.